Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with heavy tortuosity and heavy calcification. A stent was implanted successfully in the distal lad without issue. The 2.5 x 23 mm xience xpedition stent delivery system (sds) was advanced toward the lesion; however, resistance was noted with the anatomy, and the sds could not cross. During an attempt to remove the sds, resistance was noted with the anatomy, and the stent dislodged in the vessel. An attempt was made to snare the stent, but was not successful. A balloon catheter was then used to compress the stent against the vessel wall. The procedure was completed with dilatation only. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Failure to advance and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).